Manufacturer narrative:
There have been previous reports with this or a similar device where this malfunction caused or contributed to a serious injury or required medical/surgical intervention to preclude such. Therefore, this event does meet the criteria for a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that flow handpiece for dual handpiece seemed to have overheated and is damaged. The display is showing "foo" when pressing the activation cuff (foo¿ error message - heating element is not functional). No patient injury.

Manufacturer narrative:
Handpiece overheated during evaluation. Device replaced.